Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, a 2.5 x 23 mm xience v stent was being used to treat a restenosis of another company's drug eluting stent which was located in the proximal circumflex. The xience v stent is indicated to treat de novo native coronary artery lesions; therefore, the device was used in an off label indication. There was no patient or product issued noted at the time of the procedure. However, in 2009, the patient presented to the emergency department and reported chest pressure while lying in bed, which responded to one sublingual nitroglycerine. The patient was admitted to telemetry. ECG was done at about 20 days later, which suggested ther was no mi. Diagnostic coronary angiography was performed and revealed that there was restenosis in the target vessel as well as a non-target vessel. Both vessels were treated with coronary artery bypass graft (CABG) surgery at 4 days later, and the patient symptoms were resolved at about 4 days. Reportedly, the patient had unstable angina class iii. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the IFU states, "xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions." The IFU also mentions, "the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis and the effects of multiple stenting using xience v stents combined with other drug-eluting stents are unknown." Angina and stenosis, in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency.